Event description:
The customer reported to corporate product surveillance regarding the vial-mate reconstitution device in which a no flow was detected by a nurse on an unknown date. No patient involvement, injury or adverse event is reported. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of no flow could not be confirmed because samples were not available. A root cause also could not be identified due to sample not being returned. A batch review was performed for the complaint lot. The batch review reports no manufacturing abnormalities and lot was determined to be within manufacturing specifications.